Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the start of a laparoscopic inguinal hernia repair, a plastic piece fell off the patient¿s cavity and was removed by the surgeon. There was no patient injury.